Manufacturer narrative:
On 25-jun-2020, the suspected medical device was returned for evaluation. On 29-jun-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation, an anomaly was perceived on the posterior view of the device consistent with a crease/fold. A tear (b) was observed within the crease/fold, measuring approximately 0.3 cm. Additionally, other tear (a) was noted in the posterior view, measuring approximately 1.7 cm microscopic examination was performed in the tear a, and the cause of the deflation could not be identified. The evaluation determined that the loss of shell integrity caused by the tear b is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a primary breast augmentation with a 425cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. As a result, the patient underwent bilateral removal and replacement with two unspecified allergan breast implants on (B)(6) 2020.